Manufacturer narrative:
The service engineer was dispatched to the site and confirmed the reported problem. The service engineer replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.

Manufacturer narrative:
Date of report: 12aug2021. (B)(6). (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit has a high blower temperature. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.